Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported, via the healthcare professional (hcp), that the patient stated that they had a power-on-reset (por) error code message appear on both the programmer and the recharger units. It was unknown what led up to the issue. The patient was instructed to continue to charge their implantable neurostimulator (ins) and not to use the device therapy until the por error code was cleared. As part of diagnostics/troubleshooting the representative was to check the impedance, interview the patient to understand the event, and was going clear the por. No surgical interventions occurred or were planned. On follow up, it was reported that the por issue was resolved. Should additional information be received a supplemental report will be filed.

Event description:
The indication for use of the implanted device was noted as post lumbar laminectomy syndrome.